Event description:
Revision surgery performed on (B)(6) 2025. Patient had infection. The following components were involved in the event: smr reverse humeral body (part code 1352.15.010, lot number 2431460, sterilization (B)(4)); smr reverse liner + 3 mm (part code 1360.50.815, lot number 23at40h, sterilization (B)(4)). There were no delays in surgery, no pieces fragmented or broke, there was another device available, the surgery was completed as intended, and device was inspected prior to use. Previous surgery took place on (B)(6) 2025. The patient is a female, date of birth (B)(6) 1965. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing and sterilization charts of the components involved in the event, no pre-existing anomaly has been discovered on the items belonging to the same lot numbers. We will submit a final MDR as soon as the investigation is complete.